Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device discarded by hospital.

Event description:
During a right femoral fixation nail placement, the drill used to ream for the lag screw caught on the internal set screw of the nail which had moved during impaction. The nail was removed and replaced.